Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager refrigerator failed whenever users attempted to access medications. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of this incident, a field service engineer (fse) documented that the service request was canceled by the customer, as the issue had been resolved after adjusting the latch connectors. The customer was able to access medications without any issue, and all functions were tested and confirmed to be working properly. The system functioned as intended after customer resolved the issue.